Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing got detached from the quick release, close to the site location and earlier this issue occurred on (B)(6) 2019. The site location and the pump were at patient's abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.